Event description:
It was reported that cuff misses occurred during suture placement using two proglide devices in the left common femoral artery (lcfa) and two proglide devices in the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, four additional proglide devices were successfully placed, two devices in the lcfa and two devices in the rcfa using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the additional proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and is in-training in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.